Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 130 mg/dl. Customer stated that he inserted the sensor and it broke off in the serter. Customer stated the serter did not release the sensor and advised to return serter with sensor still inside. Customer was advised that we are sending replacement serter and sensor.

Manufacturer narrative:
Found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used. Complaint against sen-serter.